Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) stating that the device has been emitting beeping tones. Ts discussed with the patient the possible causes for the tones and found the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, with a recommended safe replacement window of 90 days. The patient has opted not to wait until the end of the 90 day window in order to run another battery estimate and wants to have the device replaced now. A date has not been scheduled for this procedure. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) stating that the device has been emitting beeping tones. Ts discussed with the patient the possible causes for the tones and found the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, with a recommended safe replacement window of 90 days. The patient has opted not to wait until the end of the 90 day window in order to run another battery estimate and wants to have the device replaced now. A date has not been scheduled for this procedure. No adverse patient effects were reported. The device remains in service.additional information was received indicating the patient contacted technical services (ts) asking for the reason of beeping tones since they were deactivated during a follow up. Ts explained the reason of the beeping tones is due to the code 1003, but also clarified that the device still has sufficient battery capacity. The device remains in service.additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) stating that the device has been emitting beeping tones. Ts discussed with the patient the possible causes for the tones and found the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, with a recommended safe replacement window of 90 days. The patient has opted not to wait until the end of the 90 day window in order to run another battery estimate and wants to have the device replaced now. A date has not been scheduled for this procedure. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the patient contacted technical services (ts) asking for the reason of beeping tones since they were deactivated during a follow up. Ts explained the reason of the beeping tones is due to the code 1003, but also clarified that the device still has sufficient battery capacity. The device remains in service. Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) stating that the device has been emitting beeping tones. Ts discussed with the patient the possible causes for the tones and found the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, with a recommended safe replacement window of 90 days. The patient has opted not to wait until the end of the 90 day window in order to run another battery estimate and wants to have the device replaced now. A date has not been scheduled for this procedure. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the patient contacted technical services (ts) asking for the reason of beeping tones since they were deactivated during a follow up. Ts explained the beeping tones are due to the code 1003, but also clarified that the device still has sufficient battery capacity. The device remains in service.